Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise. Technical services (ts) reviewed the noise episodes and noted it appeared to be myopotential noise and it was not being oversensed at that time. The noise continued and was later being oversensed. There was also undersensing observed at that time, and ts discussed troubleshooting and programming options. The noise and oversensing continued and later resulted in two inappropriate shocks to the patient. Additionally, there were low r wave amplitude measurements. The patient had been feeling pain in the device pocket area, and an x ray appeared to show that the device had moved. A surgical revision was performed to reposition the device. It was believed that a suture broke, resulting in the device moving in the pocket. This caused the myopotential oversensing to worsen. It was noted that there appeared to be no issues with the electrode. No additional adverse patient effects were reported. The device remains in service.